Event description:
Spontaneous. (B)(6) reported pump keeps getting air in line error. (B)(6) had same error last week, she removed air from bag, and disconnected the set per curlin pump manual instructions and cleaned the curlin pump with alcohol swab, and still getting same error as last week. (B)(6) will finish up infusion this time, and psr to schedule replacement curlin pump, pump manual, and extra gravity tubing in case new pump has error. No missed dose or adverse event reported. Pump available for return. No further information. Indication: chronic inflammatory demyelinating polyneuritis. Reported to (B)(6) by health professional.